Event description:
Pt stated the pump broke while infusing on thursday (B)(6) 2023 she threw the pump away because she was on vacation. The pump broke toward the end of the infusion but she was able to complete the infusion via manual push. Serial number not provided. No adverse event from pump defection reported. New pump being sent to pt. No further information was provided. Pump used to infuse hizentra at above rate and frequency. Indication: disorder involving the immune mechanism, unspecified and common variable immunodeficiency, unspecified. Reported to (B)(6) by pt/caregiver.